Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, an atrial lead was not sensing. The lead still failed to sense even after the physician repositioned it several times. The physician replaced the lead with another lead in order to complete the procedure. Patient condition was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.